Manufacturer narrative:
The insulin pump was received with blank display due to broken interface component. The device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 259 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. She was then instructed to remove the battery for 2 hours and call back. The customer called back and reported that the display did not return after the reset. Blood glucose value was 136 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.